Manufacturer narrative:
(B)(4). Batch #429a85. Additional information: this is an analysis of three photos submitted to ethicon endo-surgery for evaluation. Upon visual inspection of three photos, it was observed a reload that appears that was partially fired 4/5 in the right side and partially fired 1/4 with some remaining staples on the left side. Also the sled and reload deck appear to be damaged. No conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with no apparent damage with two ecr45b reloads(b and c) present. Additionally, the reload(b) was received with the right side fully fired, the left side partially fired 1/4. Upon evaluation of the reload, the reload body, deck, one-piece sled, and some drivers were noted to be damaged. The reload(c) was received partially fired 3/4. The returned device and reload(c) were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. Regarding returned reload (c), the partially fired is consistent with an incomplete or interrupted cycle. One possible cause for this type of damage to the knife and reload (b) is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon suzhou¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during the surgery, the device could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.